Event description:
During a preventive maintenance test, a sigma spectrum pump over infused and failed the flow rate test. Programmed rate = 100 ml/hr, volume to be infused (vtbi) = 100ml, pump delivered 108 ml. No pt involved.

Manufacturer narrative:
A follow-up report will be submitted, once a full eval has been conducted by sigma engineering.